Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a biolox delta head, 12/14, 36 x 0 was implanted on (B)(6) 2014. The patient underwent a revision surgery on (B)(6) 2014 due to a dislocated hip. (The following complaints concern the same patient: 1st revision: case on hand and (B)(4). 2nd revision: (B)(4)and (B)(4). 3rd revision: (B)(4) and (B)(4)).